Event description:
Additional information was received that the patient had a bicuspid aortic valve and calcification on the non-coronary cusp (ncc) that contributed to the expansion issue.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed; however, the balloon ruptured and significant calcification was observed. Upon deployment to the point of no recapture (ponr), poor expansion of the valve frame was observed and the valve was recaptured. After 3 recaptures, the valve was removed from the patient. A pre-implant bav was performed again, and the calcification movement was noted. A new valve was attempted; however, the same issue as the first valve occurred. Subsequently, the valve was withdrawn from the patient and the procedure was aborted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heartvalves). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.